Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reportedly fell asleep while the pump was connected to battery power. The patient slept through the alarms and the pump stopped. The patient was able to reconnect the pump to battery power, but was unsure of how long the pump was off for. No further information was provided.